Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion leading to a pump stop was confirmed via log file review. Data from the dates of (B)(6) 2025 ¿ (B)(6) 2026 and the unknown date of (B)(6) 2000 was reviewed. On (B)(6) 2026 at 14:30:31, a no external power alarm activated due to both 14v batteries fully depleting. The batteries had lasted approximately 27.5 hours prior to becoming fully depleted. The backup battery supported the system when this occurred as intended for approximately 2.5 hours before it became fully depleted, and the pump stopped at 17:00:16 on (B)(6) 2026. At 0:00:00 on (B)(6) 2000, the system controller reset to its default timestamp after a charged battery was connected to the system, restarting the pump. At 00:45:16 on (B)(6) 2000 the batteries were disconnected from the system controller. The backup battery activated as intended and supported the pump until 01:41:56 on (B)(6) 2000 when the pump stopped again. No other notable events were observed in the log file and the system controller functioned as intended. The system controller, serial number (B)(6), was not returned for analysis. Root cause of the no external power alarm leading to a pump stop was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported that the cause of death was a cardiovascular event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down by a friend at home on (B)(6) 2026. The coroner stated that the patient had passed away about 12-15 hours prior. Upon interrogation, it appeared that the patient fell asleep and started having low flows around 0036 on (B)(6) 2026. There was no flow noted on (B)(6) 2026 around 0930. The pump turned off around (B)(6) 2026 around 1500. The last contact with the patient was (B)(6) 2025 in the afternoon. Following review of the submitted log files by tech services it appeared that the event log captured several intermittent low flow events on (B)(6) 2026 at 0026 through 0115. This became more frequent and constant on (B)(6) 2026 at 0116 with an abrupt drop in estimate flow values to zero. The pulsatility index (pi) values during this time were non-variable and on the low side between 1 and 2. Coinciding with the constant low flow events at 0116, there were low voltage advisory events on battery power, which continued until 1240 when they turned into low voltage hazard events. The patient needed to change power sources. On (B)(6) 2026 at 1430, the 14v battery power was depleted, which enabled the emergency backup battery (ebb) in the system controller. The ventricular assist device (vad) ran at the low-speed limit on the ebb until the battery depleted and the vad turned off on (B)(6) 2026 at 1700. Power was eventually restored to the controller, but the controller timestamp defaulted to (B)(6) 2000 at 0000 once all power was lost to the vad. Tech services was unable to determine how long the vad was off due to the reset of the controller timestamp. Once the controller was reconnected to power, the vad ran for about one hour and 41 minutes, then the vad was disconnected.